Manufacturer narrative:
Customer reported that there was primary audible alarm bgnd. Tamper seals were both intact top case of the device was cracked and chipped by the front left bottom corner with no visible contamination. Primary audible alarm bgnd test found. Performed power up and infusion/occlusion test. Unable to determine what cause the problem, no problem was found. Replaced speaker as preventive measure and performed self test/occlusion test. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
It was reported that the consistent audible alarm failures had primary audible alarm bgnd and backup audible alarm post. No patient injury was reported.